Event description:
Pt admitted for laporoscopi left hernia repair. Physician inserted preperitioneal distention balloon in inncision below umbilicus, attempted to inflate balloon; balloon popped. Another balloon was inserted and physician attempted to inflate; the balloon popped. On insertion of the laparoscope, it was discovered that the bladder was perforated. A urologist was immediately consulted for repair. The company sales representative was present during the procedure.